Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The suspect component (u402 ic, regulator) has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the device didn't recognize ac power and didn't start up with the continuous alarm after power-up. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.